Manufacturer narrative:
H10: after further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. The original information stated that, after a thr surgery had been performed on 2015, the patient experienced a breakage of the as plus stem 126deg 2 r 130 mm. This adverse event was treated by a revision surgery on an unknown date. Current health status of the patient is unknown. However, after further clarification and information received, it was determined that the issue does not meet the criteria to be reportable nor to be a valid product complaint for s+n, since the legal manufacturer of the device involved (as plus stem 126deg 2 r 130 mm) is implant cast and not s+n. A complaint notification was sent to the legal manufacturer concerning this complaint requesting evaluation.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, after a thr surgery had been performed on 2015, the patient experienced a breakage of the as plus stem 126 deg 2 r 130 mm. This adverse event was treated by a revision surgery on an unknown date. Current health status of the patient is unknown.